Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. According to the complaint description, multiple "impossible to load exam" issues occurred during the post-operative fusion. Analysis of available log file first shows that error message issues were not recorded probably because the system did not have enough ram to execute all tasks at the same time. How ever, it shows that rosanna_brain software stopped suddenly working during the load of the post-operative imagery due to a power loose provoked by a forced device shutdown. (B)(4).

Event description:
The field service engineer (fse) was present for an ablation case at st. Louis children¿s. The case went smoothly, and after placing the two catheters, the surgeon took an o-arm spin to confirm placement was accurate. When loading the post-op o-arm spin onto the rosa, however, the rosa gave the message "impossible to load exam" when the first exam ('CT') was chosen to merge to it. Trying again caused the same error, and even when the fse tried to close out of the exam manager, she was unable to and received the same error messaged. The robot had to be forcefully shut down and restarted, and then the exam loaded without any other problems. No affect to patient, delay was inferior to 5 minutes, patient was already under anesthesia, after first incision.